Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1gbj6, implanted: (B)(6) 2017, product type: lead.

Event description:
The patient reported leg stimulation and cramping on every electrode combination. Impedance test showed no problem. Each electrode was individually tested but was reported all possible electrode combinations caused leg stimulation and cramping. A surgical intervention planned. The issue was not resolve at the time of this report. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.